Event description:
The customer reported via phone call that they had high blood glucose levels of 420 mg/dl. The customer treated their high blood glucose with a manual injection. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 200 mg/dl when their actual blood glucose level was 420 mg/dl. The customer also received the weak signal alert as well as the threshold suspend alarm. After troubleshooting, the customer stated that the threshold suspend feature was actually working as intended because they had low blood glucose at the time. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.